Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revised right hip due to stem disassociating from head leaving the head in the poly. Cup remained implanted and was well fixed. Surgeon replaced with a restoration modular stem, head and liner.